Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous forearm vessel. The 5.0mm x 40mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was first inflated at 10 atmospheres however, on the second inflation, the balloon ruptured at 24 atmospheres. The device was able to be withdrawn back to the unspecified sheath and was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: positive pressure was applied and a leak was noted. A further microscopic analysis confirmed a pin hole in the balloon approximately 1mm distal to the distal markerband. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous forearm vessel. The 5.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was first inflated at 10 atmospheres however, on the second inflation, the balloon ruptured at 24 atmospheres. The device was able to be withdrawn back to the unspecified sheath and was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.